Event description:
It was reported by the field service center, that when the ventilator was sitting in the storage area, it started cycling on and off.

Manufacturer narrative:
This MDR is being filed beyond the 30 day reporting timeline.